Event description:
It was reported that upon interrogation the message - data not read - appeared in place of values. In 2008, magnet rate was 96, battery voltage was 2.72 v, and there was an estimated remaining longevity of 9 months. Remeasuring and recalibrating did not reveal any other measurements. The device image indicated that it was not at elective replacement indicator. The pulse generator was to be down- loaded at the next follow up to resolve the error message.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.